Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient was being seen in the physician¿s office for follow up and complained of sudden severe onset of left leg pain. The patient was taken for tests and it showed that the patient had a left common iliac occlusion. The physician stated that the occlusion was within the stent graft. The occlusion on the left was in the limbs only and did not go past the bifurcation. The patient was taken to the operating room for a right to left ileo-fem bypass. The physician stated that the patient is doing well post procedure. No additional clinical sequelae were reported.